Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
The sales rep reported on behalf of the customer that during surgery a contemporary cup was taken out of the outer packaging. He added that the scrub nurse noticed that the metal x-ray marker ring was not fixed to the cup. He added that another item was used and the surgery was completed successfully.